Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted the customer to fill tubing multiple times. Customer's blood glucose was 100 mg/dl. Reportedly, customer successfully completed load fill tubing process with existing supplies.